Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units during the load process after cold insulin was used. The customer loaded a new cartridge, but the fill estimate was inaccurate. There was no impact to the customer's blood glucose level.